Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: soundstar catheter (model# m-5723-17, lot # e8028260). (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent an idiopathic ventricular tachycardia procedure for premature ventricular contractions with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis and a third degree heart block. After the ablation phase, a pericardial effusion was noticed when the patient's blood pressure dropped. The patient had a left bundle branch block. While moving around the right atrium, the right bundle branch was touched by the ablation catheter. The patient went into complete heart block and the map catheter was put into the right ventricle (rv) and subsequently paced in the rv. The thought is that the emergent pacing of the rv with the map catheter may have caused an rv perforation and pericardial tamponade. The pericardial effusion was confirmed by echocardiogram and intracardiac echocardiogram. A pericardiocentesis was performed and 1200cc of fluid was removed. The patient was reported to be in the intensive care unit (ICU) in stable condition. Extended hospitalization of two days was required due to intubation, which required ICU stay and recovery. The patient has since fully recovered. No transseptal puncture was performed. The patient did not receive anticoagulant. There were no ablations done at site where injury was thought to have happened. There were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6) year old, female, underwent an idiopathic ventricular tachycardia procedure for premature ventricular contractions with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis and a third degree heart block. The returned device was visually inspected and dark and light reddish brown material was found on distal end of tip. However during a second visual inspection during the analysis, this finding was not present, it might have been lost during the decontamination process or while sending the catheter back for analysis. The catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality of the sensors were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade and hearth block remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The root cause of the dark and light reddish brown material observed might be related to the procedure.